Event description:
It was reported that the anchor was broken in arthroscope. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
: One 72202901 footprint ultra pk 4.5 mm suture anchor returned. The insertion device was returned. There was no suture returned. The anchor was attached to the insertion rod. It is damaged. The inner grub screw has been advanced right through the distal end of the anchor. The distal tip has been fractured from force. Pieces of barb are missing. Per the device IFU: "excessive force during insertion can cause failure of the suture anchor or insertion device. The proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface." The torque limiter functioned as intended. Proper audible click is heard with rotation and inner rod advancement. There is no apparent damage to the inner insertion rod. Response to additional prep questions was unsuccessful. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device was confirmed.